Event description:
It was reported by clinical research that customer dropped insulin pump; insulin pump restarted and then received a critical error. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states."

Manufacturer narrative:
The pump gave a critical pump error alarm, and had an unexpected pump restart due to a missing foam tape, which allowed an electrical short.